Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, an unspecified number of samples exhibited clotting. When the unused tubes were checked they appeared to be missing some additive. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2 mg plus blood collection tubes, an unspecified number of samples exhibited clotting. When the unused tubes were checked they appeared to be missing some additive. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 12-may-2025. Investigation summary: bd received three samples for investigation. The returned samples were visually inspected, and missing additive was observed. Additionally, 100 retained samples were visually inspected, and no additive abnormalities were found. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: clotting and missing additive. Bd was unable to determine a root cause for the missing additive which would contribute to the clotting reported. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.